Manufacturer narrative:
The insulin pump alarmed motor error noted during basic occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. The insulin pump passed excessive no delivery alarm test. No excessive no delivery alarms noted and the motor was tested outside the device and passed. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, broken off reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported that the insulin pump alarmed motor error during bolus. Device was not exposed to a magnetic field or moisture. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 324 mg/dl; treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.